Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
The filter screw on the penumbra system aspiration pump became loose while attempting to remove the filter. The filter and medal screw move as a single unit.